Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support during an aortic valvuloplasty. It was reported while on impella rp support, the patient experienced bleeding from the valve in the 23 french sheath. It was reported the bleeding was managed until the introducer was able to be removed. No further information was provided on interventions performed to manage the bleed. The patient remained on impella support and was successfully weaned.